Event description:
Twelve to eighteen months prior to the revision surgery in early 2009, the pt underwent an initial fusion surgery at l3-s1. On an unk date after the initial surgery, it was noted that the pt had pseudoarthritis. The pt underwent a revision where the incompass construct was removed and replaced with another incompass construct.

Manufacturer narrative:
Exact date of the initial implant surgery is unk. Eval is pending.